Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was failed and it was clicking and unable to open the customer stated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station remote manager had failed and was clicking but unable to open. The field service engineer (fse) confirmed that the remote manager latch was not unlocking properly and discovered that the pyxis bus aux cable was exposing internal wires during inspection. The fse resolved the issue by replacing the cable and the micro switches, then tested for functionality. The system functioned as intended after the field service engineer repaired the device. D4 & h4 not available.